Event description:
It was reported by service report that the scale was not functioning; the footboard scale and bed exit modules were cracked, the head left and right inner and outer siderail panels were damaged. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: scale unplugged from the main board, and cracked scale and bed exit modules. Cracked head left and right inner and outer siderail panels.